Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: d314trg, ICD; implanted: (B)(6) 2013; model: 419388, lead; implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead fractured. The lead was removed and a new lead was placed without incident. No patient complications have been reported as a result of this event.